Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding the report of a catheter revision, it was clarified that the catheter was not explanted. The cause of the issue / withdrawal / underdose symptoms was unknown. Further actions included a dose increase to 500 mcg/day on (B)(6) 2021. On (B)(6) 2021 the dose was increased to 600 mcg/day. The physician requested a change of catheter for the patient was still hospitalized for symptom management. On (B)(6) 2021 the patient was with symptoms of overdose (sleepy and without muscle tone), so the dose was reduced to 400 mcg/day. On (B)(6) 2021 a revision was requested by pediatric neurology of secondary causes to spasticity crisis, and it was defined that the catheter would not be changed because of possible hydrocephalus and infectious problems that were being studied on (B)(6) 2021 the issue / underdose / withdrawal symptoms had been resolved for 5 days. Regarding the status of the catheter and pump, there remained in normal use. The devices would not be returned because the catheter was not to be changed because of possible hydrocephalus and infectious problems. Additional information was received from a healthcare provider via a company representative on (B)(6) 2021. Regarding if possible hydrocephalus and/or infectious problems had been confirmed, it was indicated that the patient was with pneumonia that was controlled by in-hospital antibiotic. The patient was still hospitalized. Non-severe hydrocephalus was further noted and it was to be managed outpatient and did not require surgery. The cause/circumstances that led to the hydrocephalus and/or infectious problems (pneumonia) was not determined. Regarding the overdose symptoms / sleepy / without muscle tone, if there was a device/therapy issue, procedure issue, etc., it was noted that the patient was with symptoms of increased muscle tone and the healthcare provider / team had not reported any error. The cause of the overdose symptoms / sleepy and without muscle tone was undetermined. Regarding further actions taken and if the issue was resolved, it was indicated that this was in process, and they were waiting for a response to antibiotic management.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0219374037, implanted: (B)(6) 2020, product type :catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-oct-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen (2000.0 mcg/ml at 300.1 mcg/day) via an implantable pump. The patient's medical history included brain hypoxia. It was reported that on (B)(6) the patient was hospitalized, with symptoms of underdose or withdrawal. The patient experienced altered mental status, pain, increased spasticity, and sweating (diaphoresis). The patient was hospitalized for three days regarding temporary injury. Diagnostics/troubleshooting performed included abstinence, and a catheter and pump review under fluoroscopy w as performed. It was further indicated that the pump was read, catheter access port (cap) aspiration was performed, and reservoir reconfirmation was also performed. It was noted that everything was fine with no news. The dose was increased from 363.6 mcg/day to 399.7 mcg/day and 1 bolus (20 mcg) was given. Patient improvement approximately 30 hours and patient departure from home on (B)(6) was further noted. Underdose or withdrawal symptoms began again on the afternoon of (B)(6). On (B)(6), ips, the physician, and the manufacturer representative were notified about the status of the patient. On (B)(6), a reading was carried out again without showing errors. The physician administered a simple bolus of 25 mcg and increased the dose to 450 mcg / day. The patient also began oral medication of baclofen 20 mg every 8 hours. The patient was without improvement on (B)(6). A new reading was made, and a change of medication from baclofen to lioresal with the same concentration was done. The cap was also aspirated and a simple infusion of 300 mcg per day was programmed with a 40 mcg bolus sent. On (B)(6), the patient was without a positive response to the change of medication and went to surgery. A catheter revision was performed by fluoroscopy, confirming a patent catheter and intrathecal location. The physician removed 1.5 cc of the reservoir, diluted the medication, and performed a direct lumbar bolus not by pump. The patient was with notable improvement of symptoms for 48 hrs. On (B)(6) the patient however began again experiencing symptoms of underdose or withdrawal. It was noted that there were no errors identified in the product. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was not resolved as of (B)(6) 2021. As per the logs provided a low reservoir alarm had occurred previously both on (B)(6) 2021. Also, per the logs provided, the patient was increased from receiving baclofen (2000.0) at a dose rate of 363.5 mcg/day to 399.7 mcg/day on (B)(6) 2021. On (B)(6) 2021 the patient was receiving baclofen (2000.0 mcg/ml) at a dose rate of 450.1 mcg/day. On (B)(6) 2021 the patient was receiving baclofen (2000.0 mcg/ml) at a dose rate of 300.1 mcg/day.